Event description:
A meter to lab comparison test was made with the reporter's meter reading 167 mg/dl and the lab result 244 mg/dl. Tests were done 40 minutes apart in a fasting state. Reporter did not have any symptoms. On follow-up, reporter did not have control solution for testing.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8